Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. A separate section of the outflow graft, measuring approximately 6" in length, was also returned. The apical cuff was returned and was secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ""introduction"", lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a transplant due to driveline infection with multiple debridements on (B)(6) 2025. The patient had methicillin-resistant staphylococcus aureus (mrsa) and pseudomonas deep tissue driveline infections, wound vacuum-assisted closure (vac), bacteremia, associated left (l) knee septic arthritis, serial washouts and was unable to discharge home. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted (B)(6) 2024 for washout and bead placement (antibiotic bead insertion) for previously reported driveline infection. The patient had increased discharge at the exit site. The surgical debridement and wound vacuum-assisted closure (vac) dressing resolved the current issues, but the patient was on chronic suppression and needed ongoing repeat washouts. The patient was discharged with a plan for close follow-up and repeat washouts and bead replacement as needed. Related MFR#: 2916596-2024-05828 (previously reported driveline infection).